Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#:2134265-2011-00020. It was reported that post a stenting treatment procedure, the stents were occluded and patient complications occurred. Access was obtained via the femoral artery. The totally occluded de novo lesion measuring approximately 2.5-2.75mm in diameter and 48mm in length was located in a heavily calcified left anterior descending artery (lad). The lesion was predilated with an unknown balloon. A 2.5x20mm taxus liberte' stent was implanted in the distal lad and a 2.75x32mm taxus liberte' stent was implanted in the mid lad overlapping the prior placed stent. The lesion was postdilated with an unknown balloon. Ivus confirmed that the stents were well positioned and well apposed. No patient complications occurred. Patient status was stable post procedure. Approximately one hour post-procedure the patient went into shock and was sent to surgery for a left ventricle defect repair and internal bleeding unrelated to the stenting procedure. At this time it was also noted that there was a reduction in vessel function in the lad and the stents were occluded. No treatment for the occluded stents was reported. The patient was placed on life support post surgery and is in a coma. Additional information has been requested but is not available.